Event description:
It was reported that on (B)(6) 2011, at the end of the stenting procedure with the xact stent in the right internal carotid artery, the patient experienced a stroke with left sided facial drooping and left sided weakness. The MRI showed an acute stroke in the distribution of the right main cerebral artery with no midline shift or herniation. The patient was intubated for mechanical ventilation on (B)(6) 2011. The patient was given an intravenous heparin infusion. The patient received a blood transfusion with packed red blood cells for low hemoglobin. The patient was found to have an ulcerative tear in the stomach on (B)(6) 2011. The patient's condition worsened and the patient was transferred to (B)(6) on (B)(6) 2011. The patient expired on (B)(6) 2011 of an unspecified natural cause. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Bivalirudin, heparin, aspirin embolic protection: emboshield nav6 (22438-19, lot # 1010751). The stent remains in the patient. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and death are known adverse events as listed in the products instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.